Event description:
Report received of patient exhibiting signs of overdose including decreased blood pressure and was "close to intubation." Patient had received 25 mcg bolus and pump was set at 95 mcg/day of 2000 mcg/ml baclofen. Patient was given a dose of physostigmine. Patient recovered and was discharged within expected time. It was found that pump had been warmed in a warmer at approx 136 degrees f. And water used for pump on table to maintain temp was also 136 degrees. Manufacturer's recommended warming temperature is not to exceed 105 degrees f.